Manufacturer narrative:
Initial.

Event description:
It was reported that the user intermittently paused the ilet pump due to running out of insulin, resulting in prolonged pump-off periods and subsequent hyperglycemia up to 270 mg/dl before returning toward range after reconnecting; the user had already set the lower the continuous glucose monitor (cgm) target and asked about a factory reset and additional training. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to procedure and adherence to instructions, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.